Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly cup impactor.an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report.

Manufacturer narrative:
An event regarding a broken impactor involving an unknown poly cup impactor was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that patient was revised on a left hip due to loosening of shell. It was also reported the poly cup impactor broke during surgery.

Event description:
It was reported that patient was revised on a left hip due to loosening of shell. It was also reported the poly cup impactor broke during surgery.